Manufacturer narrative:
Device evaluation of electrode belt (B)(4) has been completed. The reported problem (damaged cable/exposed wires) has been confirmed. Upon investigation the electrode belt was unable to communicate with a monitor. The trunk cable was pulled from the strain relief, damaging trunk cable connector j703 on the distribution node pca. Additionally, the cable connecting the distribution node (dn) to the rear therapy electrodes and the cable connecting ECG "a", ECG "b", and the front therapy electrode were pulled from the strain relief. The root cause for the strained cable was excessive force. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned a patient's electrode belt and reported that the belt had a damaged cable and exposed wires.